Event description:
Mammosite balloon would not deflate.what was the original intended procedure?sentinel node biopsy, insertion of mammosite evaluation device.device #1is this a laboratory device or laboratory test?no.